Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2010, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulation felt like it was always on. Even when they had turned it off, they felt like it turned back on. They noted that when stimulation was on they had good therapy. The battery measurement was normal with 39.6 months remaining. The manufacturer representative (rep) performed reprogramming to see if it would help the patient's stimulation. The default amp was 1.5 and 210us. Impedance measurements were; c0, c1=>4000, c2=???, c3= 369, 01=???, 02=>4000, 03=>4000, 12=1537, 13=2876, 23=???. They were programmed to 31 hz. The patient had had a surgery with electrocautery the previous december but there were no issues afterwards. It was later noted that the reprogramming did not help the issue. The stimulator was being left off for now and the patient was deciding with the doctors what they would like to do moving forward. If additional information is received, a follow-up report will be sent.